Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s indication for use was back pain with leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A clinical diagnosis of a lack of pain coverage in the lower extremities was reported. The patient reported an increase in leg pain on (B)(6) 2017 that was confirmed by an exam. Reprogramming was done by the representative on (B)(6) 2017 and the program was changed from a to b and group b-c were added with the patient using group b with relief on the same day. The event resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. It was specified the event was due to programming with the most final programming date prior to the event on (B)(6) 2017.